Event description:
The customer contacted beckman coulter, inc. (Bci) to report that the pt samples run as quality control (qc) checks on their unicel dxc 800 synchron clinical system recovered high when compared to the previous run. No erroneous results were reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer provided results for three pt samples used as qc checks. This is 2 of 2 medwatch reports filed for this event for pt 3 of 3 patients. A single medwatch report was filed in (B)(6) 2010 and contained the data for pts 1 and 2.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and decontaminated the flow cell and ion selective electrode (ise) system. A clear root cause has not been determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2010-00458.